Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery/additional intervention.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead had dislodged. X-ray showed the lead was in a apical location, causing low amplitude, oversensing and loss of capture. It was indicated that a lead revision would be performed and was scheduled for (B)(6) 2020. Additional information: the lead was surgically abandoned and a new lead was placed on (B)(6) 2020.

Manufacturer narrative:
The device remains implanted. A request for additional information was sent to the field. At this time, no response was received. This report will be updated should additional information impact what was initially reported.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead had dislodged. X-ray showed the lead was in a apical location, causing low amplitude, oversensing and loss of capture. It was indicated that a lead revision would be performed and was scheduled for (B)(6) 2020. There was no confirmation or update received from the field indicating the procedure took place on that day. No adverse effects were reported.